Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a problem with the exhalation port as the device failed the exhalation port test. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a problem with the exhalation port as the device failed the exhalation port test. The remote service engineer (rse) performed troubleshooting with the customer and advised the customer to perform system leak test and high-pressure leak test to see if the device passes. The rse also informed the customer that the manufacturer recommendation per the service manual is to perform the system leak test. Per initial good faith effort (gfe) response, the customer stated that the device failed the tests with a low-leak error. After assuring that all lines were attached tightly, and there were no obstructions in the valve. The customer ordered a replacement blower assembly for repair which has not yet arrived. The investigation is ongoing.